Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomalies were noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No low battery alert, power loss alarm, replace battery alert, replace battery now alarm noted during testing or in the device trace download. Device received with minor scratched display window and case. Device received with stained serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed rewind anomaly unexpectedly. The patient¿s blood glucose was unknown at the time of the incident. Reportedly, the pump is reversing on its own, no alarms in alarm log, short battery life roughly 2-3 days battery life. The pump does not always alarm when the blood glucose is low. Troubleshooting was not performed. The insulin pump did not pass self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The alleged device is not expected to be returned for analysis.